Manufacturer narrative:
The reported sensor 0m000hfhq7h has been returned and investigated. No physical damage observed on sensor patch and no issues were observed with returned adhesive. No malfunction or product deficiency was identified. An extended investigation has also been performed and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre sensor detached prematurely. As customer was unable to monitor glucose via scan, she subsequently lost consciousness. The customer was treated with candy, soda, and ice by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre sensor detached prematurely. As customer was unable to monitor glucose via scan, she subsequently lost consciousness. The customer was treated with candy, soda, and ice by a third-party. There was no report of death or permanent injury associated with this event.